Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post implant of this 31 mm mitral annuloplasty band, it was explanted and replaced with 35 mm mitral annuloplasty band. The physician stated that there was nothing wrong with the device, but that the patient had (sam) systolic anterior motion which was better managed with the larger band. No additional adverse patient effects were reported.